Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that after auto-registering with the imaging device, the surgeon was 5mm inaccurate inferior. The manufacturer representative and or team confirmed the reference frame and patient had not moved after registration. The entire exam was transferred without error. Inaccuracy was being initially experienced with a globus product that's comparable to the mdt tap. They then used an mdt probe and the same inaccuracy was occurred. The site took a second spin and felt more accurate. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event could not be related to a software issue without more information since the reported issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that after auto-registering with the imaging device, the surgeon was 5mm inaccurate inferior. The manufacturer representative and or team confirmed the reference frame and patient had not moved after registration. The entire exam was transferred without error. Inaccuracy was being initially experienced with a globus product that's comparable to the mdt tap. They then used an mdt probe and the same inaccuracy was occurred. The site took a second spin and felt more accurate. The surgery was completed with navigation and there was no impact on patient outcome.